Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable pacemaker was scheduled to be replaced as it was noted to be included in an advisory population. The physician elected to preventatively replace this device due to patient dependency, despite no presentation of advisory symptoms. Device interrogation was not performed prior to the explant procedure. Oversensing and pacing inhibition was noted during the use of electrocautery and the device reverted to safety mode immediately following the use of electrocautery. However, post explant interrogation identified the device was no longer in safety mode. A boston scientific technical services consultant indicated there are rare instances where a device can revert back from safety mode, and it is possible that the effects seen in this case are related to the advisory. A replacement device was implanted without further incident and the patient was discharged home. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable pacemaker was scheduled to be replaced as it was noted to be included in an advisory population. The physician elected to preventatively replace this device due to patient dependency, despite no presentation of advisory symptoms. Device interrogation was not performed prior to the explant procedure. Oversensing and pacing inhibition was noted during the use of electrocautery and the device reverted to safety mode immediately following the use of electrocautery. However, post explant interrogation identified the device was no longer in safety mode. A boston scientific technical services consultant indicated there are rare instances where a device can revert back from safety mode, and it is possible that the effects seen in this case are related to the advisory. A replacement device was implanted without further incident and the patient was discharged home. No adverse patient effects were reported.